Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of 150 ohms. An alert had been received in latitude for this high shock impedance measurement. The lead remains in service. No adverse patient effects were reported.